Event description:
Charger started smoking - oral-b [device catching fire] . Case narrative: consumer via phone stated that the oral-b toothbrush charger started smoking. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.